Manufacturer narrative:
User facility's biomedical engineer (biomed) was working with technical support to get part numbers for the repair. Biomed took the pump apart and it looks like the impellers were wobbly. The biomed replaced the pump at the hospital.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was noisy. The unit was intermittently functioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.